Event description:
It was reported that there was a motor stall which recovered within 2 hours. The action required as a result of the event was noted as replacement; but it was also reported that the pump remained in service. There were no patient symptoms and the patient status at the time of the report was alive with no injury. The pump system was being used to infuse compounded baclofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported no magnetic resonance imaging (MRI) and no electromagnetic interference (emi) sources were used. It was unknown if/when the pump was to be explanted.